Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion being treated was located in the moderately tortuous, severely calcified proximal ramus interventricularis anterior (riva). The physician attempted to direct stent with a 3.00x16mm liberte stent, but was unable to cross the lesion. Then the physician predilated with a 2.5mm maverick balloon, inflated up to 20atm for 10 seconds, and attempted to place the 3.00x16 liberte stent and was again unable to cross the lesion. When the device was being withdrawn, it was noted that the stent moved on the stent delivery system (sds). The physician curled a wire around the stent and removed the sds. Then the physician predilated again with a 3.0x20mm maverick balloon, inflated up to 20atm for 10 seconds, and attempted to place another 3.00x8mm liberte stent, but was unable to cross the lesion. The physician felt the best option for the patient was surgery due to the 3 vessel disease. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
A visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. The stent was pulled proximally on the balloon and the proximal end of the stent had its struts lifted and was damaged. The distal end of the stent was located approximately 8 mm proximal to the proximal edge of the distal markerband and the proximal end of the stent was located over the outer, proximal to the balloon. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.